Manufacturer narrative:
Heartsine evaluated the device and was unable to duplicate or verify the reported issue. The customer received a replacement device and this device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report their device lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report their device lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.